Event description:
A falsely elevated human chorionic gonadotropin (hcg) test result was obtained from an atellica im 1600 analyzer. The quality control (qc) material run prior to the sample was unacceptable. It is unknown if the initial test result was released to a physician. An alternate sample was tested on an alternate atellica im 1600 analyzer. The test result from the alternate sample was released to a physician as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states customer (ous) contacted siemens to report that a falsely elevated human chorionic gonadotropin (hcg) test result was obtained from an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that aspiration probe 1 was clogged. The cse replaced the aspirate 1 probe. Quality control (qc) materials were run with acceptable results. The cause of the falsely elevated hcg test result was a clogged aspiration probe 1. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.